Event description:
01/26/2018 05:12:04 rfc_repairs (rfc_repairs) po for (B)(4). If unit requires more then approved quote for level 1 repair, please send quote as needed. Error code: 351.6740.0. 02/08/2018 08:29:20 (B)(6). ***unit called out in zsm0054 for the syr/pca gripper recall dom nov 2017.*** claws operate properly.***unit will ship, no delay for qp training.*** ===recalls: none. ===repair: customer: alarm/error codes/messages: 351.6740,351.6660: found worn split nuts (common for these errors). Rear case: cracks: lt/fr/edg/small/multi, bot/rt/mid/scr; dents: bot/rt/edg/2x, bot/rt/rr/cnr, bot/lt@patent label: replaced rear case. Barrel clamp: cracked: repalced barrel clamp, seal, & bushing. Tube drive: bent (lt): replaced tube drive, sleeve, & seal. Lt iui: intermittent comms; noted some oxidation: repalced left iui. Inspected connections, cables, pcboards (all good) rt iui: damaged ribs: replaced rt iui. Module latch: worn actuator / leaf spring: could affect comms if loose: replaced actuator & leaf spring. Recheck communications: good. Incidenatl repair parts: 2 feet, 2 labels. Unable to remove residue from flange gripper (replaced). ===maintenance actions: calibration completed. P/m completed. ===tamper seal: void: previously cut at case seam. 02/08/2018 10:45:47 (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).